Event description:
The patient reported blood glucose (bg) levels rising to 24.7 mmol/l (444.6 mg/dl) after wearing the pod for 24 hours and applying a new pod during lunch. A correction bolus of 4 units was delivered with the pod and the bg levels kept rising. Patient's bg levels rose as high as 27.7 mmol/l (498.6 mg/dl) with ketones of 1.4 mmol/l (25.2 mg/dl). Symptoms reported include nausea and dizziness. When the patient removed the pod from the infusion site (arm), the pod's cannula was found bent. The patient called accident and emergency (a&e) and was transported to the hospital. Ketone levels were tested at the hospital and ketones lowered to 0.4 mmol/l (7.2 mg/dl). Patient decided to go home after 1.5 hours. No treatment was provided at the hospital.

Manufacturer narrative:
Patient provided additional information during a follow up call on (B)(6) 2025. B1 - adverse event/product problem- product problem added. B5 - describe event or problem updated. H6 - adverse event problem- medical device problem code. H6 - adverse event problem- component code.

Event description:
The patient reported blood glucose (bg) levels rising to 24.7 mmol/l (444.6 mg/dl) after wearing the pod for 24 hours and applying a new pod during lunch. A correction bolus of 4 units was delivered with the pod and the bg levels kept rising. Patient's bg levels rose as high as 27.7 mmol/l (498.6 mg/dl) with ketones of 1.4 mmol/l (25.2 mg/dl). Symptoms reported include nausea and dizziness. The patient called accident and emergency (a&e) and was transported to the hospital. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.